Manufacturer narrative:
The complaint device was not available for evaluation; therefore, product inspection could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2014-03931 and 2134265-2014-03929. It was reported that automatic pullback failure occurred. The ilab motor drive unit was used in conjunction with an atlantis¿ sr pro coronary imaging catheter intended to visualize the unspecified target lesion. During icp procedure, intravascular ultrasound was performed and the motor drive unit did not perform automatic pullback. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.